Manufacturer narrative:
Follow up 2/19/2016: customer reported bg levels stabilized to 168 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and moderate ketones; however, no specific bg value was provided. A manual injection was administered and customer suspended pump therapy to address bg levels. Customer later resumed pump therapy and experienced a bg level of 230 (mg/dl) after consuming food. A manual injection/levimir was administered to stabilize bg level. System check with tandem technical support indicated the pump was performing as expected.